Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and cardiac catheterization was recommended. Two days later, index procedure were performed. Target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.50mmx16mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient presented with symptoms of unstable angina and was referred for coronary artery bypass graft (CABG). On the same day, the patient underwent two vessel CABG including left internal mammary artery (lima) to lad and left radial artery to distal right coronary artery (rca). Four days after, the event was considered resolving and the patient was discharged on aspirin and clopidogrel.